Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose had been in the 300 mg/dl and 400 mg/dl. Customer reported to have had air bubbles, but customer declined troubleshooting. Customer also reported to have been hospitalized for different issues, but none were insulin pump related.